Manufacturer narrative:
On 13-jan-2026, the mentor failure analysis lab received the device for evaluation. On 25-jan-2026, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor then conducted visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned device determined that a tear was found extending from the anterior view to the posterior view, measuring approximately 2.5 cm. Leak testing was performed, according to mentor procedure, and no additional leaks sites were identified during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-nov-2025, mentor received additional information about the event: - the patient was scheduled to undergo explantation on (B)(6) 2025. - the patient¿s dob was provided. Reason for device explant and/or reoperation: left breast prosthesis deflation, ¿unusual pocked or liquid lump¿ on top of both breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent an unspecified breast surgery with mentor smooth round moderate plus profile 350cc saline breast prostheses could see and feel an ¿unusual pocket or liquid lump¿ rolling around at the top of both breast implants. The breasts look ¿extremely weird in shape. The patient was later diagnosed with left breast prosthesis deflation. This medwatch report is for the patient¿s left breast prosthesis.